Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain set peep (positive end expiratory pressure) delivering erratic (low) vte (exhaled tidal volume) levels, and an erratic (unexpected) breath rate were confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure). It was also reported that the device was delivering erratic vte (exhaled tidal volume) levels, resulting in low vte, and an erratic (unexpected) breath rate. There were no reports of patient use associated with the reported issue.